Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, pump wasn't working until it was taken out of scrotum.

Manufacturer narrative:
This follow-up MDR is created to document the the updated evaluation code.

Manufacturer narrative:
This follow-up MDR is created to document the corrected device information and the evaluation of the returned device. A titan touch, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components revealed a group of striations, indicating contact with unshod instrumentation, was noted on the exhaust tube of cylinder 2. Testing revealed this to be a site of leakage. Partial separations surrounded by abrasion were noted on the inlet tube of the pump. Testing revealed this to not be a site of leakage. A partial separation was noted on the inlet tube of the reservoir. Testing revealed this to not be a site of leakage. Abrasion was noted on both exhaust tubes of the pump and detached exhaust tubes. No functional abnormalities were noted with the pump, cylinder 1 or reservoir. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the exhaust tube of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. The information received indicated a pump malfunction, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported.